Event description:
Boston scientific (bsc) crm received information that approximately ten days following the initial implant procedure, both the atrial and right ventricular leads dislodged. The leads were repositioned, and dislodged again the following day. A boston scientific crm field representative (fr) stated the patient experienced a syncopal episode, and some stimulation from one of the leads prior to the first repositioning. The leads were both replaced with non-bsc leads.